Event description:
The pt's electrode array reportedly migrated out of the cochlea due to the large cochleostomy which the implant surgeon performed. The surgeon reinserted the array, and packed the cochleostomy.

Manufacturer narrative:
Advanced bionic considers the investigation into this reportable event as closed. The pt is currently doing well. The device remains implanted. This is the final report.